Event description:
While using amo complete moistureplus multipurpose solution, experienced eye infection. Dates of use one month in 2006. Diagnosis or reason for use: contact lens user. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.